Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 125 mg/dl. Customer's father reported the customer was outside playing and the device might have gotten hot, when asked if she recalled any significant event that may have caused the device to alarm. Customer's father was unable to clear alarm. Customer's father was advised to revert to back up plan. No further information reported.